Manufacturer narrative:
One infusion pump was received in relation to the reported event. It was noted that the keypad and all labels were intact. No external damage was noted. A review of the event history log was unable to be completed as the device software for log download was not set up. Functional testing of the device was able to confirm and replicate the reported event. Upon power up, the device was found to be on programming default which is the reported event. It was determined that the aaa battery was not replaced as soon as possible when a pump gives low battery notifications by user. The aaa battery was replaced to resolve the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device lost programming. There was no patient injury reported.